Manufacturer narrative:
Based on the claim against the product noting the vessel sealer extend (vse) instrument had a sealing issue, an investigation was completed to determine the cause of this reported event. The vessel sealer extend (vse) was transferred to engineering and has been evaluated by the failure analysis engineering (fae) team. The initial fa was partially confirmed: logs shows the error code 22024 that saw the grip torque was outside the expected range. The initial finding of sealing malfunction was not replicated as the instrument failed self-test multiple times. So the low torque failure to function (futf) could not be replicated even after confirming it through logs. A loose grip cable was confirmed which leads to low torque. Additionally, the instrument failed self-test. The instrument grips won't close fully, the knife gets stuck at the garage track during initialization where it extends but was unable to retract fully. This can be related to the low torque futf being observed with the instrument. Since a loose grip cable keeps the jaws from fully closing which eventually keeps the blade from fully retracting.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the sealing issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend was analyzed and found to have low torque failure. Based on a log review of system logs, the instrument was found to have three low torque failures, error code 22024. This occurs when the grip torque is outside the expected range. The low torque failures were replicated during in-house testing and error message of "sealing malfunction" was received. The instrument was also placed and driven on an in-house system. The instrument passed initialization, recognition, and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The jaws opened and closed properly. The instrument passed a cut test. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. Electrical continuity was performed and passed. The knife slot measurement was 0.028" and the electrode gap verification passed at 0.003". The grip force test was performed and passed. Passing values for the grip force test is between 4.25lbs to 8.75lbs at the straight orientation. The complaint regarding the sealing issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Failure analysis also found additional observation not reported by site that is not related to the reported failure: the housing of the instrument was removed, and the instrument was found to have a loose grip cable at the proximal end. The instrument is transferred to engineering for further investigation. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. The probable root cause of the reported sealing issue is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: the vessel sealer instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted sleeve gastrectomy surgical procedure, the vessel sealer extend (vse) instrument had a sealing issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.